Event description:
It was reported that the customer was hospitalized due to high blood glucose and a heart attack. Assistance was given to the customers wife to clear the alarms so the customer could continue on the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.